Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. D4: batch # 637a80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 5 double driver missing, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 637a80, and no non-conformances were identified.

Event description:
The accessories of the new reload fell off so the reloads failed to install onto the echelon. The hcp changed a new reload and safely completed the surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.